Event description:
It was reported by service report that the patient left siderail was broken due to impact and there were exposed sharp edges. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Siderail. Service technician stated that an impact broke siderail.